Manufacturer narrative:
Re-review of the event determined this event to be non-reportable. This medwatch will be voided/retracted. The back up hatch was utilized to success and device was fully deployed and the delivery catheter was able to be retracted from the patient. No adverse event to patient.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2024, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that during the third deployment, the ipsilateral limb did not deploy. The back up hatch was used; the device deployed completely and was implanted successfully. The patient tolerated the procedure.

Manufacturer narrative:
Additional information: b7 -patient medications: albuterol, atorvastatin, meloxicam, metformin, trazadone. Correction: b4.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2024, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that during the third deployment, correction from original reporting, ¿the reconstraining handle would not disengage¿. The back up hatch was used; the device deployed completely and was implanted successfully. The patient tolerated the procedure. Additional information obtained from fsa in relation to this event. The device deployed correctly. The physician then tried to remove the reconstraining handle and it would not release. We then went to the backup hatch and continued the deployment of the ipsilateral limb and the device deployed perfectly. The anatomy was well inside the IFU and no anatomy tortuosity at all.